Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effects of pain and occlusion are listed in the proglide instructions for use as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that hemostasis was achieved in three access sites on the right femoral vein using three proglide devices after a supraventricular tachycardia (svt) ablation procedure. Post-procedure, the patient experienced severe leg pain and was sent to the operating room. A cut down was performed and noted the common femoral vein and a section of the external iliac vein was occluded. The back wall had been stitched by a proglide suture, possibly by all three sutures. Bypass surgery was performed to regain perfusion to the lower limb. It was stated that the patient¿s veins were tiny. The patient remained hospitalized, possibly extended due to the bypass surgery. No additional information was provided.